Event description:
It was reported that the customer had an unspecified cartridge issue. A supply change was performed to address the issue. Although requested, no additional information was provided by the customer. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg.